Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, they experienced a hardware failure. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.